Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms during basal delivery. The customer experienced a blood glucose (bg) level of 200mg/dl and large traces of ketones. Reportedly, the customer's healthcare provider identified the ketones as life threatening. The customer delivered a bolus to address the ketone level. The customer changed their cartridge, infusion set and infusion set site after each occlusion alarm.